Event description:
It was reported that the patient experienced increased pain. The patient presented to the clinic and the physician noticed that a motor stall had occurred three days prior. No critical alarm was heard by the patient. Reprogramming of the pump could not clear the motor stall. The patient was given oral medication and a pump replacement was anticipated. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported the pump was replaced. The pump was discarded after the replacement. The new pump was working fine and the patient "profits well from therapy".

Manufacturer narrative:
Product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).